Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with a bend of more than 90 degrees was located in the severely tortuous and severely calcified distal left circumflex artery. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent proximal edge was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.